Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a static fill estimate of 240 despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Customer was informed by technical support that this issue can arise due to a large variance in measured pressures used for calculating the amount of insulin remaining, and that the fill estimate would begin updating normally once the remaining insulin amount matches the static display. Customer acknowledged the information provided.